Event description:
It was reported that during the implant of a 34 mm transcatheter biprosthetic valve, a second 29 mm valve was implanted. The reason for the second valve is unknown. A post balloon dilation was performed with a 25 mm balloon. Final paravalvular leak (pvl) was noted to be mild and no treatment was reported. An electrocardiogram (ECG) revealed first degree atrio-ventricular (av) block and left bundle branch block (lbbb). A permanent pacemaker was implanted.

Manufacturer narrative:
Continuation of d10: product ID evproplus-34 (unknown serial/lot); product type: 0195-heart valves; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.